Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3003418325-2018-00033.

Event description:
This is 2 of 2 reports. It was reported that on (B)(6) 2018, a jdsd5001 duraseal 5 ml 1 kit/box for (B)(6) was used on a sta-mca anastomosis. The surgery was finished without any problems but the patient had fever on the first day, postoperatively. During surgery, duraseal was sprayed after the dural closure. The open area of the skull was about 5-6 cm in diameter. The usage of the duraseal was about 1.5 cc to 2.5 cc. According to the surgeon, it was not likely that duraseal contacted with the cerebrum directly as the patient had dural defect and surgicel was used to close the defect part. On (B)(6) 2018, the patient's fever "calmed down". The length of stay in the hospital was extended for one week from the schedule. Additional information received was on 01aug2018 re-stating that there was no possibility that duraseal was applied to the brain directly since it was applied after the dura closure. The patient was an (B)(6) female.

Manufacturer narrative:
There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
N/a